Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
The following information was previously reported in mfg report # 3007566237-2016-01309 and additional information received was used to determine that this was the same event in this manufacturer report.[ information was received from the male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that "it" wasn't working the way it was supposed to. The patient went in for a refill yesterday ((B)(6) 2016), and the printout said they should be getting 7.5ml and got 12ml. The patient indicated that they had a new pump implanted on (B)(6) 2015. No further information was reported. The drug, date that they started experiencing the volume discrepancy and pump issue, the serial number, the circumstances that led up to this event, symptoms, and steps taken to resolve/resolution remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated. Additional information received reported that the patient first began to experience the pump issue/volume discrepancy when the pump was implanted on (B)(6) 2014. Per the patient when the pump was being filled it reads that 7.5ml should be left but it consistently gets 12-13ml's which is wasted. Since the pump was implanted the patient had not gotten the coverage that the old pump did. The patient had an MRI on (B)(6) 2016, read no changes. A dyes test was done (B)(6) 2016 read "normal" the pump was implanted to treat chronic low back pain. The patient reported that nothing other than MRI and dye check when asked if the pump issue/volume discrepancy had been resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2008, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On (B)(6) 2017 additional information was reported by a healthcare professional (hcp) via a company representative. The patient felt that the pump was not working; at refills they were getting back more drug than expected. The rep did not know when the issue began but the issue prompted the replacement. On (B)(6) 2017 during the replacement they were expecting 9 mls of drug to be pulled out of the pump and they got back 20 mls. It was noted that a dye study had been performed prior to the replacement which showed no issues. During the replacement when the catheter was disconnected from the pump there was a ¿chunk¿ of drug crystallization at the connection site. The physician was able to aspirate and confirm the catheter was patent. The pump had delivered bupivacaine (20 mg/ml at 8.8 mg/ml) and fentanyl (250 mcg/ml at 110 mcg/day). It was noted that it was unknown if there was a sudden or gradual change in therapy. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (250 mcg/ml at 198.29 mcg/day) and bupivacaine (20 mcg/ml at 15.863 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016, the patient reported that at every refill since implant the drug that was removed was more than expected. At his last appointment, they expected 7 ml and 12 ml was removed. A dye study was done in (B)(6) 2015 and the results were fine. Additional information was received from a company representative on (B)(4) 2016 and it was reported that after the dye study, the office and patient were to follow-up after the next refill date to see if there was a discrepancy. The company representative had been told that there was a volume discrepancy at the refill prior to the dye study, but had not been told the size of the volume discrepancy. The dye study was normal and all was patent. The company representative did not hear from either the patient or the physician again about the issue. Follow-up was conducted with the healthcare professional. On (B)(6) 2016, additional information was received from the healthcare professional and it was reported that the cause of the volume discrepancies was not determined. No actions/interventions were taken. The patient had no symptoms. The specifics regarding the volume discrepancies was requested, but they were not provided.

Manufacturer narrative:
The other relevant components include: product ID neu_unknown_cath, unknown, implanted: (B)(6) 2008, product type: catheter. Analysis found that there were no anomalies with the pump. Analysis identified that the catheter had coring/tears/cuts in the seal of the sutureless connector, which met the leak criteria. (B)(4).

Event description:
Additional information was received from a healthcare provider. The serial number of the catheter was noted as being unknown; the hcp did not implant the catheter. The cause of the crystallization on the catheter was also reported as being unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.